Event description:
It was reported that when visiting the hospital for a new implant operation the sales rep was informed that an analyzer cable was noted to have connector damage. It is unknown when the damage occurred. The cable was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the lock mechanism of the connector was found to be damaged. The damage was not repairable so therefore the cable was disposed of. A continuity check was performed and no anomalies were noted in the continuity. (B)(4).